Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia apd cassette was defective. The issue was described as ¿it was unclear what is inside the tubing¿. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6, and h11. H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected which observed a black partially encapsulated particulate matter (pm) inside the tubing. The pm was recognized to be burnt plastic material inside the tubing. The source of the pm is intrinsic particulate matter that is associated with qualified product contact materials from the package (container closure system), formulation ingredients, process, or assembly process. The reported condition was verified. The direct cause was determined to be a manufacturing related issue caused by a pin buildup of burnt plastic material broken off during the extrusion process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.